Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen and balloon. Magnified inspection of the balloon revealed a pinhole in the balloon material 10mm from the proximal edge of the distal markerband. The distal end of the balloon was bunched up. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The inner shaft within the balloon was kinked at the distal edge of the proximal markerband and 2mm distally. There were numerous hypotube kinks. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left superficial femoral artery (sfa). A 4mm x 40mm x 146cm coyote es balloon catheter was used to dilate the lesion. Three inflations were successfully performed at 12 atmospheres. During the fourth inflation, it was noted that the balloon ruptured at 12 atmospheres. The device was completely removed from the patient. The procedure was completed with a 4x8mm non bsc balloon catheter. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left superficial femoral artery (sfa). A 4mm x 40mm x 146cm coyote¿ es balloon catheter was used to dilate the lesion. Three inflations were successfully performed at 12 atmospheres. During the fourth inflation, it was noted that the balloon ruptured at 12 atmospheres. The device was completely removed from the patient. The procedure was completed with a 4x8mm non bsc balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).